Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt was unable to communicate with a monitor.

Manufacturer narrative:
Evaluation: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (will not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to broken yellow (pgnd) wire found in the trunk cable. The root cause for the broken wire could not be a positively identified. No adverse event resulted from the broken wire.